Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; b1. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse replaced safety disk and male luer fitting and pump testing after incident no issues found. Service technician did not find anything wrong with the machine no repair is needed as regular service was done. The ecgs were reviewed and there was no evidence of augmentation abnormalities.

Event description:
It was reported that patient came with severe cardiogenic shock and was put on a the cs100 intra-aortic balloon pump (iabp) unit. Doctor on duty claimed that inflation was done in systolic phase of cardiac cycle and deflation of the baloon in diastolic phase and this caused problems, which ended with death outcome.

Manufacturer narrative:
Due to character restrictions in block e1 site name :(B)(6). A supplemental report will be submitted upon completion of our investigation.